Event description:
The site reported that approximately 35 mins into "tumt" physician noticed bed and sheets were wet. Water was leaking from cooling channel outside of the pt. Checked the location of the foley balloon and could not see it. Removed catheter and saw that the balloon had ruptured. This event is being reported because a similar event could result in a serious injury.